Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. The exact cause of the reported event could not be conclusively determined. However, based on the investigation result, omsc assumed that the reported event was caused by power supply board failure. Since the power supply board has not been returned, the cause of the power supply board failure could not be determined. The reported event did not occur immediately after purchasing the device, and the similar phenomenon does not tend to occur frequently. Therefore, it may be an accidental phenomenon. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. Olympus representative visited the user facility and inspected the device. As a result of the inspection, menu function was not working and defect of the mainboard was noted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for a hysteroscopy, the device could not be turned on normally and no endoscopic image was displayed. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.